Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a pin stuck on a cable connector of the controller was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6), revealed a pin stuck on the white power cable connector. The pin was removed from the connector before testing the controller. The controller was functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this event. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 11aug2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report #2916596-2020-05684. It was reported that the patient had a patient cable pin break off inside a recently implanted patient¿s controller. The site was unable to remove the pin, so a controller swap was performed and a new spare controller was provided.